Event description:
It was reported via repair work order that the side rail was not able to remain latched due to a broken spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.